Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no images occurred due to cable failure. The cause of the faulty cable was likely user handling. The event can be prevented by following the instructions for use which state: - "do not strike the camera head. The camera head may be damaged. - do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. - the cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective cable was found, which caused a black image and defective el. Button plate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a image problem on a demo 4k camera head. Upon inspection and testing of the returned unit, the image was black. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.